Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty passing a catheter through a distal groshong nxt connector piece is confirmed and was determined to be manufacturing related. One distal piece of a two-piece groshong nxt connector and one 4 fr groshong clearvue catheter segment were returned for evaluation. An initial visual observation showed use residue on the returned samples. The returned catheter segment was found to be unable to pass through the returned connector piece. The connector piece was bifurcated, and a microscopic observation revealed a clear, elastic material at the distal end of the internal compression sleeve. This material did not appear to be bonded to the compression sleeve or the interior wall of the connector piece, but it was found to occlude the inner diameter of the connector piece. The color, texture, and elasticity of that material found within the distal connector piece suggest the material may be excess silicone from the overmolding process of the strain relief. The investigation has been forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the oversleeve portion in the package of the 7617405 kit was unable to be connected with the catheter in the morning of (B)(6) 2021.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3255 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the oversleeve portion in the package of the 7617405 kit was unable to be connected with the catheter in the morning of (B)(6) 2021.